Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this ra lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that this ra lead fracture resulted in the lead separating in half. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.